Event description:
It was reported that during a low anterior resection procedure, the staples were straight. A second stapler was fired and the anastamosis was oversewn. The or time was extended by one hour. The anastamosis was hand sewn to reinforce. There was no reported pt consequence. Pt is fine.